Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the model number of the patient's implantable pulse generator (ipg) did not match the model number on the packaging. The device remains in use and no patient complications have been reported as a result of this event.